Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues with the pump. The pump stays flat, was not inflating and would stick during operation, preventing the cylinders from achieving an erection. All the components were removed and replaced. No patient complications were reported.